Event description:
Retroperitoneal bleed. The pt underwent an interventional procedure. The cardiologist closed the arteriotomy using a techstar xl 6 fr. Device. The initial stick was well placed for pvs closure. Marking was achieved without difficulty. The closure was concluded without any unusual incident and the site appeared dry. Immediately following closure the pt complained of pain in the lower abdomen. The pt's blood pressure and heart rate dropped. A retroperitoneal bleed was diagnosed by CT scan. The pt was taken for surgery for arterial repair. The vascular surgeon noted the suture could not be found at the arteriotomy. Surgery was successful and the pt recovered without further incident. The vascular surgeon noted that the pt's inguinal ligament was unusually low. He commented that the pt's anatomy was very unusual. He concluded this event could not have been anticipated nor prevented.